Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had experienced an unexpected restart. The customer's blood glucose was 130 mg/dl. Customer states she changed battery still alarm persists. Advised to insert a brand new battery, but still alarming. Advised to disconnect the pump use and turn to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self-test and unexpected restart error test. No unexpected restart alarm noted. However, insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switches. The keypad connector on lcd is locked properly during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label, broken belt clip slot, debris under the lcd window and minor scratched lcd window.